Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: expiration date: mar 2029. D4: UDI: the reported product has no UDI no. Allocated.. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: 2/17/2024 - 02/20/2024. No sample was returned for investigation. Five (5) pieces or retention samples with the same lot were prepared for investigation. We conducted inner needle pulling repeatedly. As a result, the safety cover was confirmed to be safely activated to shield the tip of inner needle and no anomalies, such as safety cover activation failure including an exposed needle tip, were observed in all samples. Furthermore, the safety cover of each sample was microscopically checked, wherein no anomalies, such as part missing or deformation, which may have contributed to the safety cover malfunction, were observed. The concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety cover malfunction, shall be detected as a defect, and then automatically disposed. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no failure in the automatic disposal system. The record of the reported lot was traced back and reviewed. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety cover malfunction, has been detected. Moreover, no reports related to safety cover malfunction attributed to a product defect has been reported from other medical facilities. We were not able to identify the root cause of the reported issue, since no anomalies, which may deteriorate the activation performance of safety cover, were noted in the retention samples and our manufacture inspection records. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately:" "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention.". Terumo medical products (tmc) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835.

Event description:
The user facility reported that a needle stick occurred. The safety cover of the product was activated; however, it did not completely close. (The cover easily opens.) Consequently, the use received a needle stick. The reported incident did not necessitate medical or surgical treatment. The patient to whom the product was used had no disease such as hepatitis b, the injured portion was disinfected. The injured hcp (health care professional) received a blood test and was under observation. The procedure outcome and patient impact were unknown.